Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2011 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event.

Manufacturer narrative:
Additional patient codes: 1930, 1811, 1970, 1994. Additional narrative: it was reported that the patient experienced infection, diarrhea, nausea and pain after the procedure. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.